Event description:
It was reported that the epg (external pulse generator) had low ventricular output and damaged and missing plastic accessories. It was also reported there was no ventricular output. The epg was returned for service. The issue was discovered during preventative testing and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment, the heart lead flex was out of specification electrically, that one diode on the ventricular side was shorted. Analysis also found that the upper and lower cases and one side bail cover were broken, as well as all diodes on the battery flex, one side bail cover and one side bail were missing. The battery release and heart block were contaminated, one side bail was bent, the battery drawer was damaged (detached), the liquid crystal display (lcd) was missing and the encoder flex was damaged (flexes were not properly seated).